Event description:
The consumer reported that they only felt stimulation on one side three days prior and they had increased back pain that started three weeks prior to the report. In addition, the patient reported that they charge their implantable neurostimulator (ins) more often than usual, but it was noted to be normal because the patient raised her settings higher and she ran the stimulator all the time. The stimulation was noted to be cutting on and off down the patient¿s left leg and it would sometimes go down their spine (which was the desired area). There were no reports of the patient falling or lifting heavy objects but she thought that the device was not programmed right; the patient tried recharging the ins and turning it off to reset it, but the issues did not resolve. The patient later reported that they decreased the stim output, charged the ins every night and tried different groups/settings but there was no change in the stimulation. In conclusion, the patient was given muscle relaxers to ease the back pain but the intermittent stimulation in their left leg did not resolve. The patient¿s healthcare provider had not seen the patient since 2015. There is no further information related to this event. The indication for use for the implanted device was noted as chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.